Event description:
A customer contacted beckman coulter regarding falsely negative (-) serum test result from the icon ii hcgsu test kit. In 2007, a pt serum sample was tested with the icon ii hcgsu test kit and a negative (-) result was obtained. Serum quantitative test was performed on that day and a result of 57mlu/ml was obtained. The customer indicated that a week later a serum sample from this pt was tested for hcg by quantitative method and the result was of 92mlu/ml. The pt returned for hcg testing 3rd time 10 days later, and the results were: serum quantitative result was in the range of 93-97 mlu/ml. Urine qualitative test was positive (+). The icon ii hcgsu result was negative (-). No affect to pt has been reported as a result of this event.

Manufacturer narrative:
Beckman coulter tested retain devices using positive and negative serum controls and the product performed within expected results. Pt samples were not returned for testing. The customer performed a dilution study and an interference study on pt's samples and the studies indicate the positive result (+) on urine sample, serum quantitative are the "real" results and the negative (-) results from the icon ii hcgsu test kit are the discrepant results. A possibility hcg or hcg-like substance is under investigation by the customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.